Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken along with a piece of optic and returned in the lens case. A deep groove is observed on the anterior surface in the gusset area. The opposite haptic is bent from the gusset area pressed against a post in the lens case. The optic is pressed against and between three posts in the lens case. The optic is broken where it is against two posts. Cracks are observed near the area it is broken. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens was returned in the lens case and the cartridge was not returned. Qualified associated products were indicated. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information was provided that the doctor went to place the lens in capsule, had a little resistance, but inserted. The back haptic didn't fully insert. There was an m-ring in place and couldn't get the lens fully inserted. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, surgeon had trouble inserting the lens. There was patient contact. Additional information has been received that when placing the lens in capsule surgeon had a little resistance, but inserted. The back haptic didn't fully insert. The surgery completed same day with same model and diopter company lens. There was no patient harm.